Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with mild calcification and no tortuosity. The 2.0x15mm mini trek rx balloon dilatation catheter (bdc) was soaked and prepared (air aspiration) outside the anatomy prior to use without any issues. There was no resistance during advancement, however, the balloon was inflated 3 times at 14 atmospheres (atms) and ruptured. The patient developed acute chest pain and echocardiogram (ECG) showed st segment elevation and angiography showed rca blood flow stagnation. The balloon was immediately withdrawn and a microcatheter was placed. Intracoronary injection of sodium nitroprusside was performed. About 5 minutes later, angiography showed blood flow recovery and chest pain symptoms were relieved. However, st segment elevation was still observed and diagnosed as a myocardial infarction. There was no thrombus/restenosis observed. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The reported patient effects of angina, myocardial infraction (mi), and obstruction/occlusion are listed in the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instructions for use as known patient effects. The investigation determined the reported balloon rupture and medication required appear to be related to operational context. A conclusive cause for the reported patient effects of angina, myocardial infraction (mi) and obstruction/occlusion and the relationship to the device, if any, cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.